Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon just started reaming the acetabulum with straight reamer handle. Proximal end tip of reamer handle snapped off leaving approx 1cm metal piece on the ground. Case continued with second reamer handle. 30 second delay. Update: "no debris/components left inside of the patient and no components of the device missing or disassembled when the issue occurred." No. Surgical delay: 30 seconds. Case type: tha.

Manufacturer narrative:
It was reported that surgeon just started reaming the acetabulum with straight reamer handle. Proximal end tip of reamer handle snapped off leaving approx 1cm metal piece on the ground. Case continued with second reamer handle. 30 second delay update: "no debris/components left inside of the patient and no components of the device missing or disassembled when the issue occurred." No surgical delay: 30 seconds. Case type: tha. Product evaluation and results: not performed as no items were returned. Product history review: a review of the device history records could not be performed as lot number is unknown and the serial number provided is incorrect. Complaint history review: a review of the complaint history records could not be performed as lot number is unknown and the serial number provided is incorrect. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Surgeon just started reaming the acetabulum with straight reamer handle. Proximal end tip of reamer handle snapped off leaving approx 1cm metal piece on the ground. Case continued with second reamer handle. 30 second delay. Update: "no debris/components left inside of the patient and no components of the device missing or disassembled when the issue occurred." No. Surgical delay: 30 seconds. Case type: tha.